Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2 mg/ml infumorph (morphine) at 1.1 mg/day. The reason for use was not reported. It was reported that the patient had a pump increase yesterday, and last night ((B)(6) 2019) her grandson found her in a confused state and she was not responding to verbal questions/commands. She was taken to the ER and was admitted to the hospital. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. Interventions/actions that were taken to resolve the issue included the doctor sent an order to the hospital where she is admitted for her pump to be reduced to minimum rate to see if the increased dose and/or pump delivery was contributing to her state. This was done with help from her nurse. The issue was not resolved at the time of the report. Surgical intervention did not occur and it was not planned. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-jun-27. It was reported that the cause of this was not clearly determined. It was determined that the patient¿s infusion from the intrathecal drug delivery system did not play a factor in her symptoms. They have resumed her typical drug delivery status for pain control. The family reported that she has not had any episodes following this event. The provided information has been confirmed with the physician. There were no further complications reported/anticipated.